Event description:
PICC line inserted by radiologist using angiography. (Med watch report previously sent on the guidewire breaking during this insertion) on 11/29 the nursing home notified facility of PICC "severed". The PICC was removed in radiology - the port/hub was still sutured, the cath was coiled - the arm & easily "snared" for removal it was measured & believed to be intact. The break is at the white plange. Another PICC was placed without difficulty nsg home reported line "may have been snagged on side rail, but not certain"